Event description:
Customer reported that insulin gauge displayed an amount different than expected, with the pump showing 0 units instead of the expected 150 units. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on the importance of removing air from the cartridge before filling it, which the customer acknowledged. The customer declined to reload a new cartridge or attempt a bolus but agreed to monitor the situation and follow up if necessary.